Event description:
A one step button initial placement kit was used during a peg initial placement procedure (patient age, gender, and weight unknown) in 2008. According to the complainant, when the retrieval device was removed from the kit, the loop from the sheath was found to have detached from the cannula. The physician retrieved the snare loop and the procedure was completed with another device [product and manufacturer unknown]. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed; the snare loop wire was bent; the snare loop wire and the crimped cannula had detached from the connecting wire; the distal end of the connecting wire was coined, confirming it had been crimped as intended during the manufacturing process. It was observed, however, that the cannula crimp-to-crimp spacing was too narrow, resulting in an inadequate joint strength and, ultimately leading to the reported snare loop wire detachment. A search of the complaint database revealed no additional complaints for the lot. The february 2008 15 - month one step button - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.